Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer's insulin pump had missing segments and a partial display. Customer's blood glucose was 77 mg/dl. The customer stated their insulin pump was not dropped or bumped. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.